Manufacturer narrative:
Update coding and event description. Device not returned for evaluation.

Event description:
It was reported that due to hydronephrosis the patient had his inflatable penile prosthesis (ipp) reservoir removed and replaced. The reservoir was explanted and a new 65 ml reservoir was implanted. It was further reported that this patient experienced urinary retention because the reservoir had obstructed the urethra, the physician decided to change the location of the reservoir from the right side to the left side. The onset of the hydronephrosis was 2 weeks prior of this surgery. The patient got well after this surgery. It was later reported that the patient's urinary retention was treated with urethral catheterization. The urinary retention caused the patient to feel pain and discomfort. The physician felt that the urinary retention led to the hydronephrosis. Also, the patient had a kidney stone in the urinary tract that was removed and due to this, the also hydronephrosis resided. It was added that the reservoir was originally placed in the abdominal cavity, and the reservoir was out of position when this surgery occurred. Additional information was reported that there were two reasons for the urinary retention, both the reservoir location and the ureteral stone.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to hydronephrosis the patient had his artificial urinary sphincter (aus) reservoir removed and replaced. The reservoir was explanted and a new 65 ml reservoir was implanted. It was further reported that this patient experienced urinary retention because the reservoir had obstructed the urethra, the physician decided to change the location of the reservoir from the right side to the left side. The onset of the hydronephrosis was 2 weeks prior of this surgery. The patient got well after this surgery.

Manufacturer narrative:
Patient complications with the device and device migration were reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis.

Event description:
It was reported that due to hydronephrosis the patient had his inflatable penile prosthesis (ipp) reservoir removed and replaced. The reservoir was explanted and a new 65 ml reservoir was implanted. It was further reported that this patient experienced urinary retention because the reservoir had obstructed the urethra, the physician decided to change the location of the reservoir from the right side to the left side. The onset of the hydronephrosis was 2 weeks prior of this surgery. The patient got well after this surgery. It was later reported that the patient's urinary retention was treated with urethral catheterization. The urinary retention caused the patient to feel pain and discomfort. The physician felt that the urinary retention led to the hydronephrosis. Also, the patient had a kidney stone in the urinary tract that was removed and due to this, the also hydronephosis resided. It was added that the reservoir was originally placed in the abdominal cavity, and the reservoir was out of position when this surgery occurred. Additional information was reported that there were two reasons for the urinary retention, both the reservoir location and the ureteral stone.